Event description:
Boston scientific received information that the patient claimed the lead in the upper chamber shifted. The doctor was aware of this issue and was still in the process of deciding on how to fix it. An attempt to obtain additional information was not successful. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.